Event description:
It was reported that prior to a diagnostic procedure, the sterility of the device was compromised. While unpacking a multipack of imager ll angiographic catheters, it was noted that one of the devices was not in its package. The clear, outer sleeve of the package was torn. The device was not used. As the device did come into contact with the patient, no patient complications occurred.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined as a review of all information available for consideration at the time of this investigation was not sufficient to determine the exact cause of this event. (B)(4)